Event description:
It was reported that the stent would not deploy in the iliac artery. The approach was up and over the bifurcation through an 8fr sheath. The doctor then removed the sheath. It was noted at this time that the tip of the sheath had separated. The pt expired afterwards due to unrelated events.